Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer instrument involved with this complaint. Therefore, the root cause for the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the system logs for this site, confirmed the instrument received was not the instrument used during this case. Failure analysis (fa) could not confirm the customer reported failure. The instrument was placed on an in-house system for functional testing. The self-test passed and delivered energy passed with no issue. The gap test passed with a 0.002¿ gauge. The electrical continuity test also passed. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument did not seal completely. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer instrument did not "seal completely". The customer used a vessel sealer instrument to complete the procedure. There was no repot of patent harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the following additional information: the robotic coordinator (roco) confirmed that during the sealing sequence, the customer heard an audible tone, however, did not note any error messages. No thermal effect or heat transfer was noted and the tissue was not thicker than normal. The roco confirmed there was no medical intervention required. The roco confirmed the procedure was completed as planned with no patient injury or harm.